Event description:
Customer reported frequent malfunction issues through email, mentioning specifically malfunction 12. There was no adverse impact to the customer's blood glucose level. Customer declined troubleshooting and callback, and no further action was required.